Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's back pocket when the alarm occurred. The customer's blood glucose level was 300 mg/dl and was addressed with a bolus via the pump. The customer acknowledged that the reason for the button alarm was due to the pump being in her back pocket.